Event description:
It was reported to boston scientific corporation that a sensor wire was used in the ureter during a lithotripsy procedure on (B)(6), 2021. During the procedure, the guidewire was damage. It was reported that a part of the wire was separated, however, boston scientific was unable to obtain additional information despite good faith efforts if the laser came in contact with the sensor wire. The detached fragments has been removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device problem code a0401 captures the reportable event of corewire broken. Block h10: a sensor guidewire was returned. During product analysis, the wire was not in proper shape (it was damaged). It was found with the shrink sleeve detached and ptfe peeled at the distal section. Based on the condition of the returned device, engineers determined that the problem observed could have been due to interaction with other devices used in the same procedure, handling/manipulation of the device and procedure factors involved could have induced the failure observed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the ureter during a lithotripsy procedure on (B)(6) 2021. During the procedure, the guidewire was damage. It was reported that a part of the wire was separated, however, boston scientific was unable to obtain additional information despite good faith efforts if the laser came in contact with the sensor wire. The detached fragments has been removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: b5. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). Block h6 (device codes): device problem code a0401 captures the reportable event of corewire broken. Block h6 (evaluation conclusion codes): the complainant has no information if the device will be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the ureter during a lithotripsy procedure on (B)(6) 2021. During the procedure, the guidewire was damage. It was reported that a part of the wire was separated caused by laser. The detached fragments has been removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant has no information if the device will be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.